Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels dropped to 10 mg/dl while wearing the pod. The patient was pregnant at the time of the event and suffered a stroke. No additional information was provided regarding treatment as the event occurred "over a year ago."